Event description:
The consumer reported that the patient experienced severe pain, stomach swelling, burning inside their stomach, bloating when they ate, their intestine was bad, they were sick, and had a low grade fever. The patient lost 13 lbs. In 2 or 3 weeks and wasn¿t able to hold anything down and their stomach was tight as a drum. The patient¿s symptoms began on (B)(6) 2016. This was the first time the patient had ever been this sick. The only problem they had to this was occasional bloating when eating. The patient thought they may have an infection, but this was not confirmed by their health care provider (hcp). The patient saw their hcp on (B)(6) 2016 and they confirmed the implantable neurostimulator (ins) battery was working and turned it up. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.